Manufacturer narrative:
Investigation summary: aadevice history report was conducted for lot number 823345, and no related abnormalities were found. This lot of intima ii was manufactured in september of 2018; and it was determined that this is the second instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Unfortunately the physical sample could not be obtained for use in our investigation. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is in the proper orientation and operating normally. We are currently conducting a long term study to determine the root cause for this event. Presently, we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are future optimizing our swaging process by reducing depth requirements. CAPA 642738 has been opened to investigate.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a crack on the adaptor, which caused leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a crack on the adaptor, which caused leakage. No serious injury or medical intervention was reported.